Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy. The patient stated she started having accidents, so the patient did not think it was working anymore. The patient stated she had the implant and was supposed to see the healthcare professional (hcp), but the patient did not know that and then the patient moved about a year and half ago. The patient stated she lost her patient programmer in the move so the patient was unable to check with the patient programmer if the device was still functioning. The patient stated the hcp let them know the ins might be dead, however, it was not confirmed. The patient did not have access to a patient programmer. It was noted during the call the patient gasped loudly and then she stated she ate too big of a piece of it went down the wrong way. The patient noted she began having accident after accident about 2 months prior to (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.